Manufacturer narrative:
Patient information was not provided. The facility did not provide the serial number. The information will be forwarded in a follow-up report if made available. The serial number was not provided, so the manufacture date is unknown. The information will be forwarded in a follow-up report if made available. The heater/cooler 16-02-80 is not distributed in the USA, but it is similar to heater/cooler 16-02-85, which is distributed in the USA (510k#: k052601). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the pump for the patient circuit 2 of the sorin heater-cooler system 3t was not working properly. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the pump for the patient circuit 2 of the sorin heater-cooler system 3t was not working properly. There was no report of patient injury.